Event description:
It was reported that the patient underwent an explant procedure due to an unknown back surgery. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018.